Event description:
It was reported that the customer's insulin pump has cracks near the reservoir. Customer's blood glucose level at the time 120mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near window corners noted during visual inspection. Missing reservoir tube lip o-ring noted. (B)(4).